Event description:
It was reported that a 29mm aortic valve, implanted for an estimated 7 years, had a valve in valve procedure completed due to severe stenosis and regurgitation. A 29mm transcatheter valve was implanted in the patient. The procedure went well with no difficulties. Patient left procedure room in stable condition. The patient was discharged in stable condition on post-operative day one.

Manufacturer narrative:
Edwards received additional information through follow up with the healthcare provider. Based on the available information, the root cause of the event was likely due to patient related factors and the progression of the patient's underlying valvular disease pathology. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the stenosis remains indeterminable. However, it is likely that patient related factors and the progression of the patient¿s underlying valvular disease pathology contributed to the event. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 29mm aortic valve for, implanted for an estimated 7 years, had a valve in valve procedure completed due to severe stenosis and regurgitation. A 29mm transcatheter valve was implanted. The procedure went well with no difficulties. Patient left procedure room in stable condition.